Manufacturer narrative:
Citation: angelillis et al. Outcomes of patients with very severe aortic stenosis treated with transcatheter aortic valve implantation. The american journal of cardiology oct 15:205:241-248 2023. 10.1016/j.amjcard.2023.07.148. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes of patients with very severe aortic stenosis treated with transcatheter aortic valve implantation. The study population included 637 patients with a mean age of 82.9 years old and a mean weight of 68.9 kg. All patients were implanted with a medtronic evolut r (n=403), evolut pro (n=230), or evolut pro+ (n=4) bioprosthetic valve. One death occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the death. Among all patients, clinical observations included: cardiac tamponade, cardiogenic shock, major vascular complication, valve migration, valve-in-valve complication, major bleeding complication, stroke, cardiac rehospitalization, coronary occlusion, and moderate to severe paravalvular leak. No further information was provided pertaining to medtronic products.